Event description:
It was further reported that there was no issue removing the device from the packaging hoop. There were no issues crossing the lesion or inflating the balloon catheter. The balloon was inflated higher than 6atm and then once they got it down to 6atm it was removed from the patient. The balloon was inflated on the first attempt to 14atm for 15 seconds.

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deflation and removal difficulties occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric shaped, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad). This 2x20mm maverick balloon catheter was selected for pre-dilation. The balloon catheter was inflated for 6 minutes; however, the balloon was unable deflate after 10 trials. The inflation unit was changed and negative pressure was applied several times until the balloon reached 2mm, then the balloon catheter and guide catheter were pulled out. It was noted that the patient experienced pain during removal and morphine ampoule was administered. Angiogram confirmed that there was no vessel damaged. The procedure was completed with a different device. No further patient complications were reported and the patients states is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that a 0.015 inch product mandrel passed through the guidewire lumen with no resistance. There were no issues with the tip. The balloon was microscopically examined and no damage was present. No kinks or damage were noted along the shaft of the device however, it was observed that the proximal markerband was located in the proximal weld, balloon waist, and balloon cone area. Markerband to markerband position was confirmed to be within specification for a 20mm length balloon. The returned device was attached to the encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media present within the balloon/inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified contrast media before further inflation attempts were made. Positive pressure was applied to the balloon and no leak was noted. Upon balloon inflation to nominal pressure the proximal markerband can be seen in the proximal weld, balloon waist, and balloon cone area; however, during analysis the proximal balloon body cone transition relative to the proximal markerband met specification. The markerband to markerband distance was measured while the balloon was inflated at nominal pressure and the device was within specification. Balloon inflation continued to its rated burst pressure. The proximal marker was located within the balloon just distal to the proximal balloon cone transition. The markerband to markerband distance was measured while the balloon was inflated at rbp and the device was within specification. The balloon was successfully deflated from its rbp. All measurements were found to be within specification. There were no issues with the proximal weld region; the outer diameter of the proximal weld regions was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that " donot exceed the rated burst pressure." (B)(4).